Event description:
The nurse reportedly contacted the baxter technical service representative (tsr) indicating the patient was hospitalized due to a hernia. The nurse requested assistance to adjust the settings. It is unknown what treatment or interventions were required for the hernia. It is unknown if the baxter device caused or contributed to the event of hernia. The patient's outcome is unknown.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a depleted battery alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4)the device was not returned therefore, no evaluation was performed.

Manufacturer narrative:
(B)(4). As the lot number and sample were not available, a batch review was not performed. There is not enough information available to determine whether the device caused or contributed to the home patient's hernia.